Event description:
Analysis of the returned device revealed that the subject guidewire ptfe coating was peeled. There was no clinical consequence to the patient due to this event..

Manufacturer narrative:
Based on the results of the device history record DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the subject guidewire tip appeared to have been over shaped. There were kinks noted 7.2cm and 24.4cm from the proximal end. The hydrophilic coating was hydrated and no issues were noted with the coating. The core wire was visible inside tip dome. The polytetrafluoroethylene ptfe coating was inspected and peeling/scraping was noted between 24.3cm and 26.2cm from the proximal end. During functional inspection a demonstration microcatheter was flushed and slight difficulty was experienced inserting the guidewire into the microcatheter hub due to the over shaped guidewire tip. The guidewire was advanced through demonstration microcatheter without any friction/resistance. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous, which may have contributed to the reported event. Resistance was noted during tracking of the guidewire. The introducer sheath was used with the guidewire during the insertion process and a torque device was used with the guidewire. Other associated devices used in the procedure were echelon10. Friction/resistance was encountered during the procedure and force was used to overcome resistance. The issue (surface not smooth) was noted on the guidewire far end. The guidewire tip was shaped but the degree is unknown. Product analysis found the synchro guidewire tip had been over shaped. Kinks were noted 7.2cm and 24.4cm from the proximal end which indicates a force was used during the procedure. There were no issues noted with the hydrophilic coating was hydrated and no issues were noted with the coating but there was evidence of scraping and peeling of the ptfe guidewire coating between 24.3cm and 26.2cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device, most likely the torque device. Slight difficulty was experienced inserting the guidewire into the microcatheter hub due to the over shaped guidewire tip. When the guidewire was advanced through the demonstration microcatheter, no friction/resistance was experienced, however it is most probable the severely tortuous anatomy would have contributed to the reported issue. The as analyzed ¿guidewire ptfe coating peeling¿, ¿guidewire distal tip irregularly shaped¿ and ¿ guidewire difficult to insert¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as reported ¿device difficulty engaging target vessel¿, ¿guidewire coating issue¿, ¿guidewire friction¿ and as analyzed ¿guidewire proximal section kinked/bent¿ since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.